Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) could not transfer data set on pcu8015 manually by using gr editor 9.17 transfer tool. She received "send failed" message. Pcu8015 sn (B)(4). Case resolution: I remote in to (B)(4) computer. She had usb adapter (trip lite USA-19hs), but driver was not installed on her computer. She could not install usb driver, because she did not have admin right. (B)(4) will contact her it fir further assistant with usb driver installation. After usb driver is installed and (B)(4) still have data set transferring issue, she will call back and refer to this case number.